Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on may 26, 2016, it was reported that the device shaved too deep on the skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates for evaluation. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the hand piece including nicks and slight discoloration. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The thickness control lever was loose. The master blade, serial number 10, was not flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was not tested with the customer's hose because it was of a different style and could not be connected to the test air supply. The width plates appeared to be in good condition. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on jun 27, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, calibrating shaft, motor, poppet assembly, damaged control bar, hose and ¿o¿ ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero and 0.010 inch thickness settings. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device shaved too deep on skin. Additional information received from the customer stated that the event occurred during surgery and there was a 20 minute extension in surgery. There was harm, injury or adverse event to patient/operator as the device shaved too deep on skin and suture repair was required in multiple layers for the affected area and compressive dressing. An additional graft harvest was required.

Manufacturer narrative:
On (B)(6) 2016, it was reported that the device shaved too deep on the skin. The customer clarified that the event occurred during surgery, and the affected area had to be sutured in multiple layers resulting in a 20 minute extension to surgery. Surgery was completed with an alternative device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device, manufactured on 9 december, 2010, is over 5 years old and was not previously returned to zimmer biomet surgical at least since the inception of sap in july, 2011. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the hand piece including nicks and slight discoloration. The swivel rotates 360 degrees, has two engagement pins and has a swivel o-ring. The thickness control lever was loose. The master blade was not flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated below motor speed specifications. The device was not tested with the customer's hose because it was of a different style and could not be connected to the test air supply. The width plates appeared to be in good condition. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero and 0.010 inch thickness settings. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, calibrating shaft, motor, poppet assembly, damaged control bar, hose and ¿o¿ ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per procedure. The customer's reported event of a deeper than desired cut was confirmed as the thickness control lever was found to be loose during the initial evaluation. Additionally the device was found to be outside calibration at the 0.010 inch thickness setting. The root cause of the loose thickness control lever and being out of calibration cannot be specifically determined, however the device was not repaired at least since july 2011. Therefore the most likely cause was a lack of preventative maintenance on the unit. Per the instructions for use, devices of this nature should have preventative maintenance performed on an annual basis. Recommended actions: no recommended actions at this time.